Event description:
It was reported to MFR, by facility, that a female resident was found with her neck caught between the bed frame and side rail. Lower portion of her body was on the floor as though she was sitting on the floor. No vital signs. As described, this would be considered a zone 3: between the rail and the mattress entrapment. One set of side rails were being used on the head end of the bed. Another MFR [gaymar industries, plexus aire select p2500 air mattress] was on the bed when this incident occurred.